Event description:
It was reported that a gamma nail broke. Patient was revised on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.product description unknown gamma nail

Manufacturer narrative:
Evaluation summary: the returned device matched the report. The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. The nail broke in fatigue manner. Material damage caused intra-operatively and most likely high axial load application by the patient and had contributed to the origin of the fatigue fracture. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing medical records. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. A deficiency of the nail was not verified.

Event description:
It was reported that a gamma nail broke. Patient was revised on (B)(6) 2014.